Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer attempted to deliver a bolus for a value of 39 grams and a blood glucose (bg) value of 115 (mg/dl), the pump recommended a bolus of 0.57 units of insulin. Reportedly, the customer's carbohydrate ratio is 1 unit:9 grams and correction factor is 1 unit:35 mg/dl, and the pump should have recommended a bolus of approximately 4.48 units. Review of the pump data logs by tandem technical support show that the carbohydrate ratio at the time of the call was 1 unit per 90 grams, and therefore the calculated amount was accurate. The customer acknowledged the information and confirmed having this setting at the time of the event. Reportedly, the customer has since changed the setting to 1 unit: 9 grams.